Event description:
Device analysis is provided.

Manufacturer narrative:
Due to lead damage, unable to perform complete range of analytical tests; partial testing indicates no anomalies. Lead received in a partial distal approx. 37cm portion with no j stiffener wire fractures. X-ray of lead distally confirms no j stiffener wire discrepancies.